Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, when the device is removed from the trocar leaking occurs, like a hissing noise. The surgeon stated that he would hit the trocar on the top and the leak would stop. The device was used to complete the case with no patient consequence. The device was discarded.